Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had experienced a charge shock failure coincident with a pads failure during operational testing. It was noted by the customer that they had already replaced the therapy cable and test load but the issue remained. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.